Event description:
Electrode sensor error, no harm to patient. Manufacturer response for sphere-9 ablation catheter, medtronic inc. (Per site reporter). Rep picked up the defective item same day and sent in a replacement.